Event description:
Adverse event(s): "fiber in the eye" (foreign body in patient). Product problem(s): "foreign material" (foreign material present in device." The customer reported fiber was found in the eye of a patient on the post-operative visit. An additional procedure is planned to remove the fiber. Additional follow-up information has been requested.

Manufacturer narrative:
No sample was returned for evaluation and root cause analysis. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. Root cause could not be identified by the investigation as no sample was returned for evaluation. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4).